Event description:
The pt reports a history of odd sound percepts, intermittencies and headaches with the use of her implant. Programming adjustments were made. However, the problems were not completely resolved. It is also reported that the pt's internal device has moved over an inch since her surgery. A revision surgery will be scheduled to explant the device.